Manufacturer narrative:
Please note that the catalog number of the product involved is unknown. The catalog number provided represents an unknown catalog number for a cypher product and is not a true catalog number. Information was received that approximately four years and nine months post cypher stent implantation in the left anterior descending artery, this female patient had thrombosis at the stented site and had a myocardial infarction. Plavix was prescribed for three months. No other procedural details were provided. The size and lot number of the cypher stent is not known; therefore a device history record review cannot be completed. Thrombosis and myocardial infarction are known potential adverse events associated with coronary artery stent implantation. Based on the available information, it is not possible to determine what factors may have contributed to this event; therefore corrective actions will not be taken at this time.

Event description:
The information received indicated that the patient the patient had cypher stents implanted in her left anterior descending (lad) artery. Post procedure, she was prescribed plavix for less than one year. Approximately four years and eight months after the index procedure, the patient experienced very late thrombosis, leading to myocardial infarction.